Manufacturer narrative:
(B)(4). The device was returned for analysis. The device returned with a separated shaft at the distal edge of the proximal marker. The separated portion, including the balloon, was not returned. The reported missing marker and difficulty removing the protective sheath could not be tested/confirmed since the separated portion of the balloon and the protective sheath were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during nc trek dilatation catheter preparation, the protective sheath was difficult to remove. While advancing the nc trek to the left anterior descending (lad) lesion, no resistance was noted; however, a marker was missing from the catheter. The device was removed and another nc trek was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.